Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high neutrophil and low eosinophil results with flags generated by coulter lh500 hematology analyzer. The erroneous results were reported out of the laboratory. The results were discrepant from a different instrument and manual smear. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Raw data analysis revealed that the neutrophil and eosinophil populations look abnormal and the eosinophil population was misclassified because it appears in the region where the neutrophil population typically occurs. However, lh500 instrument generated instrument flags to alert the operator to review the instrument results. Per bci labeling, bci suggests using all available flagging options to optimize the sensitivity of instrument results. No service was dispatched for this event. Raw data analysis was performed.